Event description:
Pt presented in 2003 with withdrawal symptoms and severe pain. The pump daily dose was increased without pain relief. The reservoir volume was checked and 18ml remained; it is unk what the expected reservoir volume was. A catheter dye study was performed and showed no movement of the rotor. The pump was explanted and replaced in 2004.